Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the (B)(6) 2016 for further investigation. During the investigation the fse replaced the detector cable, main board, substrate heater and decontaminated the substrate lines with acid. Instrument was released and is functioning as intended the most probable cause for this event is detector cable and main board. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4).

Event description:
On the (B)(6) 2016 the customer reported dl flags on their aia-1800. Customer requested service in order to address the reported issue which resulted in delayed reporting of results for afp and bhcg. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.